Event description:
A landlord is making a claim for his (B)(6) tenant who alleges that her humidifier caught fire in the middle of the night and damaged the carpet where it was placed. There was not a report of injury with this incident.

Manufacturer narrative:
Consumer was using the humidifier while placed on the carpet, which is misuse of the product and a direct violation of the warnings and instructions provided. A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.